Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that her daughters u by kotex sleek tampon falling apart upon removal and some stayed inside of her and did not absorb the blood, product is still coming out of her daughter. She had a low grade fever yesterday, not sure if its the flu. No medical attention, mother is an ER medical assistant.